Manufacturer narrative:
(B)(4). Date sent: 05/19/2023. D4: batch # 115c22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 3 drivers up, 2 b-formed staples, and 2 unformed staples in the cartridge deck, in addition, the reload deck was noted damaged in the unformed staples area. The remaining drivers were down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with a test reload and fired without difficulties. The staple line was complete, and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 115c22, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, firing knob did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.